Event description:
The patient contacted animas on (B)(6) 2013, reporting that her healthcare professional (hcp) wanted her to change her basal rate from 0.075 units/hour to 0.75 units/hour. The patient stated that she in unaware of what times this basal rate should be set. The patient currently has set it to 0.75 units at midnight. She stated that she thinks she may have changed it from 0.075 to 0.75 because she thought it was at 0.075 units/hour. The patient stated she is just not sure what the settings should be and called her hcp but they were gone for the day and will contact them tomorrow. Customer support (cs) called the patient back and the patient mentioned that she changed the rate back to 0.075units/hour because she wanted to wait to speak to her hcp. The patient then mentioned that she had a blood glucose (bg) of 179mg/dl at bedtime last night and this morning her bg was 510mg/dl with extreme thirst and hard to keep her balance. The patient stated that she has been having higher bgs in the am for a few weeks, ever since basal changes she had made based on her hcp instructing her to make basal adjustments. The patient treated by drinking a lot of water, and did an ezbg and bg back down to 88mg/dl six hours later. This report is being made due to the patient's alleged hyperglycemic event due to lack of knowledge on adjusting their own basal settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (lack of knowledge on adjusting their own basal settings).